Event description:
Report one of two received of complete tubing separations. It was reported that an adult patient had a peripheral IV with an unspecified hydration solution infusing. The tubing set had been in use for several days when the patient noticed leaking and a small amount of bleed back. The clinician had found the tubing to be completely separated at the proximal end of the y-site "as if there was insufficient glue". The IV site and tubing set was changed and the infusion resumed with no further problems. Additional information was requested, but no further information was provided.